Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that the navigation system arm would not lock. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.